Event description:
It was reported that three ortholock ex-pins 3x110 broke during a total knee arthroplasty procedure. The first pin broke at the threads as it was being drilled into the patient's tibia. The next two pins broke at the threads while removing the tracker. The last two pins involved were left in the posterior cortex of the tibia in the patient. The first pin was never fully inserted and was able to be removed. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. Device not returned for investigation.